Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during an animal study involving retrograde coronary sinus infusion using an advance 18 lp low profile balloon catheter, an unspecified number of primates, weighing between eight and fifteen kilograms, experienced rupture of the coronary sinus and subsequently died. The balloon was used as a substitute for another product used in the study, as it was smaller but similar in design. Per the customer, similar results were noted with use of another manufacturer's device. There has been no malfunction alleged of any cook device. Investigation - evaluation: reviews of the drawing, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. As no product lot was provided, reviews of the device history record or complaint history could not be performed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which state, ¿the advance 18lp low profile pta balloon dilatation catheter has been designed for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae.¿ the IFU further warns, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures,¿ and, ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ the IFU also states, ¿choose a balloon appropriate to lesion length and vessel diameter.¿ based on the available information and a clinical assessment of the event, cook has concluded that the use of the device in the coronary artery, in an animal model, and through vessels reportedly too small for the device likely contributed to the reported event. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event date either (B)(6) 2021. Concomitant products= 4 or 5 french sheaths (unknown), 0.035 wire (unknown), 4 fr multipurpose catheters (unknown), 0.018 wires (unknown), medtronic rapid cross otw pta balloon catheter or terumo crosperio otw balloon catheter. Customer name and address= (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an animal study involving retrograde coronary sinus infusion using an advance 18 lp low profile balloon catheter, an unspecified number of primates, weighing between eight and fifteen kilograms, experienced rupture of the coronary sinus and subsequently died. The balloon was used as a substitute for another product used in the study, as it was smaller but similar in design. During the procedures involved in the study, a balloon catheter was placed within the coronary sinus and inflated to no more than two atmospheres to block blood flow and deliver therapeutic agents. A dwell time was maintained before the balloon was deflated and removed. During the procedure, the coronary sinus of multiple animals ruptured and the animals expired. Per the customer, similar results were noted with use of another manufacturer's device. There has been no malfunction alleged of any cook device.